Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the damaged fiber composite of the optical fibers at the distal end of the outer tube occurred due to improper handling and application of outer force. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported problem was confirmed. The device evaluation found a broken tip on the light guide bundle and scratches on the cable. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The company representative on behalf of the customer reported to olympus, the tip of the light guide (lg) bundle of the loaner video telescope was chipped. There were no reports of patient harm.